Event description:
The customer reported that the ski pin on the handle of the device was loose and the device was not used on a pt. The device was returned with a broken ski lever and the prongs of the device were missing.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.